Manufacturer narrative:
Zimmer biomet (B)(4). Last name unknown / not provided.

Event description:
It was reported at the implant "ractured" and was removed. Symptoms as a result of the event: inflammation and pain.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite® tapered implants 5 x 8.5mm (fnt585) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the product experience report. The reported product was located on tooth site 18 and used for approximately 5.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot numbers (2013100294). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013100294) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (fnt585). Therefore, based on the available information, device malfunction cannot be verified and the reported event is non-verifiable without return of the product and with the information provided.

Manufacturer narrative:
Zimmer biomet complaint number cmp(B)(4). The two full osseotite® tapered implants 5 x 8.5mm (fnt585) were returned for inspection. Physical evaluation of the returned devices notes that both implants are fractured laterally across the threads. No pre-existing conditions were noted on the per. The reported product was located on tooth sites 36 & 37 (fdi) and used for approximately 5.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Device history record (DHR) review was completed for the subject lot numbers (2011051063 + 2013100294). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2011051063 + 2013100294) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event is confirmed following evaluation of the returned product.

Event description:
No further event information is available at the time of this report.